Event description:
It was reported that the patient underwent surgery for implant of posterior fixation with implant of dynamic rods/screws. It was reported that sometime post-op there was a rod failure. The patient is planning additional surgery reportedly at some time in early 2009. No patient complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation.